Manufacturer narrative:
Bayer radiology product analysis received and examined the returned syringe assembly. Visual examination confirmed the presence of a white hair-like particulate within the syringe barrel neck. Our investigation determined that the particulate was a mold gate fiber that was introduced during the manufacturing process and was not detected upon receipt of the syringe from the supplier. A 12 month review of complaint history determined the complaint rate to be 0.49 complaints per million (cpm).

Manufacturer narrative:
Based on the limited information, we are unable to determine the root cause of the unknown particle at this time; however, the product is scheduled to return to bayer for a full evaluation. Once the evaluation is completed, a follow-up report will be submitted.

Event description:
The customer reported the following: after opening the stellant CT disposable kit and upon inspection, they saw a foreign particle within the syringe barrel. The customer elected not to use the syringe. No injury or adverse event was reported.